Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the (B)(6) reported a false susceptible oxacillin result (and negative cefoxitin screen) for a staphylococcus aureus patient isolate in association with the vitek 2 ast-p635 test kit. The isolate was tested on three (3) separate occasions as it was isolated from three (3) different samples. (B)(6). The meca was tested as this has become laboratory policy for all (B)(6). The isolate was sent to colindale reference lab, which returned a result of oxacillin-sensitive in spite of the (B)(6) testing at the hospital laboratory. The customer stated they are not questioning the vitek 2 ast-p635 result as they indicate the result of any ast testing method would be the same; only gene testing indicates (B)(6). In addition, the customer stated they believe the meca gene was introduced from the antibiotics in the mrsa media, and not actually a component of the original sample. (B)(6). As the patient had a penicillin allergy, the discrepant oxacillin result had no impact on patient treatment decisions. The treatment would not have been modified regardless of the oxacillin result. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted using the patient isolate submitted by the customer. Testing and results: pcr mec a / mec c: positive, confirmed (B)(6) strain. Agar dilution (ad): oxacillin mic = 0.5mg/l (susceptible). Cefoxitin disc diffusion: diameter = 18mm (resistant). Vitek® 2 ast-p635 (customer lot and two random lots): oxacillin mic = 0.5 mg/l (susceptible) and cefoxitin screen test (oxsf) is neg. Due to the negative oxsf, the advanced expert system did not detect a (B)(6) phenotype. The investigation duplicated the customer results with phenotype acquired penicillinase. The vitek® 2 oxacillin mic is in agreement with the reference method agar dilution. The oxsf screen test is discrepant with the disc diffusion method. The patient isolate is considered atypical for the vitek® 2 testing method.